Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation intermittent connections were discovered where the pulse wires connected to the distribution node pca board. The intermittent pulse wire connections caused the reported alarms. The root cause for the intermittent pulse wire connections could not be positively identified no adverse event resulted from the intermittent connections. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent check electrode belt alarms. The patient was issued a replacement electrode belt.